Event description:
Baxter (B)(4) reported a flogard infusion pump with a f-38 alarm. It is unknown when this condition occurred. There was no report of patient involvement; therefore, no report of patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of "f-38 alarm" was confirmed during device evaluation. The root cause was determined to be damaged force sensing resistors. The force sensing resistors were replaced to correct the reported condition. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.